Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2 ¿other¿. The customer stated the device was reprocessed before returned. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to insufficient cleaning. The foreign material appeared to be whitish resembling powder mixed with water. The event can be prevented by following the instructions for use (IFU): IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection states how to detect the event. IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope states how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer's defect occurred during patient examination.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. In addition to the foreign objects found in the air/water tube and the air/water cylinder, other evaluation findings are as follows: the bending section could not be bent in the down direction at all because the wire stopper was detached; the bending angle in the up direction exceeded the standard value due to a dent on the bending tube; the light guide bundle had breakage; the plastic distal end cover was deformed; the light guide lens were cracked; the adhesive on the bending section cover was worn; and the connecting tube was scratched. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the colonovideoscope had a defective fiber optic channel, a sharp edge, and a torn bolt cable. There was no report of patient harm. The device was returned, evaluated, and there were foreign objects in the air/water tube and the air/water cylinder. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.